Manufacturer narrative:
(B)(6). Concomitant medical products: product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 338740, lot# b0706779k, implanted: (B)(6) 2007, product type: lead. Product ID: 338740, lot# b0730589k, implanted: (B)(6) 2007, product type: lead.

Event description:
A manufacturer representative (rep) reported that the deep brain stimulation (dbs) system became infected and is scheduled for removal on (B)(6) 2017. The issue was noted as unresolved at the time of the report as the explant had not yet taken place. No further complications are anticipated.